Event description:
This notification is currently under review following an allegation from a user of the dreamstation auto CPAP device. The patient reported experiencing illness, which they attribute to the use of the device. The patient indicated that they clean the device biweekly using dish soap and alcohol swabs. At this time, there is no report of serious or permanent harm, nor was any medical intervention required. Further investigation is underway to assess the validity and potential causes of the reported issue. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging started feeling sick, went to the doctor and was given antibiotics, 10 days later symptoms were not getting better, went back and got x-ray done and was advised at the time of results that his "lungs were shrinking and has a 3rd of each lung", was sent to do a breathing test and o2 was low so he was admitted to stay and now on oxygen. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box d, g and h has been updated/corrected in this report.